Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. Due to symptoms and the hi blood glucose result obtained, the customer's daughter had driven the customer to the hospital on (B)(6) 2017. The customer's blood glucose test result when at the hospital was hi. The diagnosis at the hospital was hyperglycemia and customer was treated with IV. There were no new medications or healthcare program suggested by healthcare professional. The customer left the hospital on (B)(6) 2017. Blood test performed with the truemetrix air meter produced fasting result of 230 mg/dl. Nurse states that the product is working as intended and they are satisfied with the product readings.

Event description:
Consumer reported complaint for hi blood glucose test results. Nurse is calling on behalf of the customer. Nurse also reported complaint of e-5 error; test strip error. The customer is concerned with test results from meter memory of hi. The customer's expected non-fasting blood glucose test result range is 250 - 350 mg/dl; nurse stated that the customer does not have a fasting range because she always tests non-fasting. At the time of the call, the customer reported symptom of increased thirst. Nurse stated that she would call the customer's doctor due to the severity of error message. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history (date / time not set): hi (B)(6) 2010 09:55 am fasting:no; 408mg/dl (B)(6) 2017 10:44 am fasting:no; 370mg/dl (B)(6) 2017 01:11 pm fasting:no. 4:401mg/dl (B)(6) 2017 04:34 pm fasting:no. 5:476mg/dl (B)(6) 2017 09:58 am fasting:no. Memory concerns:hi. Nurse called on behalf of customer stating the meter is reading hi and e-5. Informed nurse that the e-5 and hi may mean that the customer's blood sugar is over 600mg/dl . Hi was confirmed in meter's memory. All results provided were non fasting, instructed customer the importance of testing fasting. Nurse states that the customer does not have a fasting range because she always test non fasting. Nurse will call customer's doctor due to the severity of error message . Will follow up for further information. Date and time was not set.